Event description:
Patient was having an aaa repaired with an endovascular stent graft in 2006. Cleocin was given pre-op. The following day, pt was discharged. Patient presented to ER four days later, with temp of 100, wbc 11700, shaking chills. Patient was given ciprofloxacin, placed on bactrim. Blood and urine cultures were negative. Patient stated that evening of the event date, they experienced fever, chills, temp of 101.

Manufacturer narrative:
Evaluation: an internal clinical review has been performed. At this time, based on the info provided, we are unsure as to why the pt experienced a fever. It should be noted this is the third reported event at the same facility. We will continue to monitor for future events.